Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, analysis of returned product revealed that the device has an obstruction on the tip irrigation holes, affecting the performance of the device and does not allow the flow across the device. Ablation cannot be performed due to this, therefore, boston scientific was unable to confirm the reported allegation of "noise". However, it was determined that irrigation issue found during analysis was due to component failure.

Event description:
Reportable based on returned device analysis completed on 16 sep 2024. During a procedure, an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that noise occurred during ablation. No patient complications reported. The product was returned to boston scientific for laboratory analysis. Upon device analysis, it was found that the device has the tip irrigations holes obstructed.